Event description:
During a ptca procedure, the shaft of the quantum maverick monorail ptca catheter broke in half. No pt injuries or complications were reported. Pt status is reported as 'fine'. Three attempts for additional info have been made.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.